Event description:
A hospital(B) (6) reported via a fisher & paykel healthcare representative that after a few times sterilizing the 900mr017 reusable infant tubing, 'they get porous and fragile'. A quantity of 3 breathing circuit tubes were affected. The event occurred prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The 900mr017 reusable infant tubings are currently en route to fisher & paykel healthcare for investigation. In order to further assist us with our analysis of the root cause of the event, we have requested additional information from the hospital. We will provide a follow-up report upon receipt of both the devices and information requested and following completion of our investigation.